Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/1.5/174 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -18.00/1.5/174 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged for the same model, shorter length lens and the problem was resolved. Claim# (B)(4).